Event description:
It was reported that no disposable alarm was experienced last night while changing new cassette. Tried same cassette on the other pump and other pump alarmed as well. New cassette running without issues. Pt requests replacement pumps sent. Box provided for return. Unknown serial number of defective pump. No further details provided. No injury